Event description:
It was reported that during the meniscus surgery, the device came out without deployment and then it didn't hang. No patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that during the meniscus surgery, the device came out without deployment and then it didn't hang. No patient injury reported." T1, t2 and suture were returned. The suture was cinched. There was an extra suture loop and knot tied at t2. Visual inspection indicated that the needle was bent toward the right, downward and slightly twisted. Functional test was impossible due to the damage attained. The device no longer cycled or actuated. The actuator was jammed forward out the distal tip of the delivery needle. No root cause related to the manufacture of the device was confirmed. Event description updated.

Event description:
It was reported that during the meniscus surgery, the device came out without deployment and then it didn't hang. T1 had a pre-deployment and it was implanted. T2 was stripped off successfully and implanted, finally when tightened the suture, t1 failed to secure the meniscus. Finally t1 and t2 both were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.